Event description:
The user's hearing performance with the device is affected after a trauma to the site of the implant. In situ testing showed affected channels. Reimplantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Mechanical influences, like the reported traumas, may have led to a weakening of the fixation and therefore to device mobility. _however, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected after repeated traumas to the site of the implant. The user's mother already noticed a change in hearing with the device on (B)(6).2019 with a gradual decline in hearing performance with the device afterwards. The user was re-implanted on (B)(6)2022.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected after repeated traumas to the site of the implant. The user's mother already noticed a change in hearing with the device on (B)(6) 2019 with a gradual decline in hearing performance with the device afterwards. The user was re-implanted on (B)(6) 2022.